Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was additional undersensing observed with the ra lead.

Event description:
It was further reported that the atrial events appear to be falling in blanking period at times possibly causing atrial undersensing during ventricular tachycardia (vt) events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited occasional undersensing.

Manufacturer narrative:
Concomitant continued: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that there was possible far field r-wave (ffrw) oversesning noted on electrocardiogra (egms). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.